Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer did not perform the air removal step. Customer performed the air removal step and loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was not impacted. Reportedly, customer declined further troubleshooting. No additional event information was available.